Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that throughout his career, glistenings have been observed in patient's implanted with a specific intraocular lens (iol). A reduction in the patient's visual acuity and glare was also noted during the postoperative period and the doctor attributes it to glistenings.